Manufacturer narrative:
Product review of the skin graft mesher on september 23, 2019 revealed that the roller and comb were damaged. The calibration was out of specifications and the device produced an incomplete sample mesh. The 1.5:1 ratio cutter, serial number (B)(6) produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb, washers, and roller. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as a damaged comb, roller, or cutter or the unit being out of calibration. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb, washers, and roller were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that a device produced a shredded skin graft. There was need for additional graft from patient. No further information was provided. No additional consequences have been reported as a result of this malfunction.